Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information found during inspection and testing were; adhesive on distal end was detached; the connecting tube and universal cord were scratched; the connecting tube was buckling; the universal cord was sticky; indication on grip was unclear; due to wear of angle wire, bending angle in down/right direction does not meet the standard value, and the distal end cover was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope experienced low angulation and torn outer sheath. The issue was found during product maintenance. Inspection and testing of the returned device found forceps elevator had foreign material, and suction cylinder was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information was received regarding the event (please reference b5). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. However, it is likely that that foreign material remained in/around the forceps elevator due to improper reprocessing. The following is included in the instructions for use (IFU): all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information regarding the event was received where the device was inspected before use. The possibility that the device with foreign material was used on a patient cannot be denied. The customer does not always follow all reprocessing steps as per the IFU. The customer reuses maj-1888 brush after cleaning of the brush. There was no delay in the start of precleaning performed after the procedure. The forceps elevator was raised and lowered 3 times in water during aspiration. The forceps elevator was not brushed adequately. The forceps elevator was operated in the detergent solution and was flushed appropriately. The distal end was brushed with the channel-opening brush and maj-1888 but the maj-1888 was being reused.

Manufacturer narrative:
This report is being submitted to correct g3 of the first supplemental report. The new information date was 10feb2023.

Manufacturer narrative:
This report is being supplemented to provide a correction / clarification to legal manufacturer's final investigation, as well as a correction to b5. The information in b5 and h10 is included to provide clarification to the initial and first supplemental report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the dirty scope and the foreign material that was adhered to/around the forceps elevator was due to improper reprocessing. A final root cause of this event was unable to be identified, however, it¿s likely the improper reprocessing was due to the customer not reprocessing the device in accordance with the olympus instructions for use. A final root cause of these event were unable to be identified. The instructions for use states: ¿if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the foreign material that was adhered to/around the forceps elevator, the dirty s-cylinder, and improper reprocessing.

Manufacturer narrative:
This report is being supplemented to provided additional information, please see b3, b5 and e1.

Event description:
The event was found during general inspection of the scope with no procedure or patient involvement.